Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system explant due to a bacteremia infection. Vegetation was reported on the leads, as well as on an abandoned medtronic lead that was implanted in the left subclavian. Three other abandoned leads were still implanted in the right subclavian: one medtronic lead and two leads of unknown manufacture. It was not known if vegetation was present on these leads. The products in the left subclavian were explanted. The leads in the right subclavian were not explanted due to occlusion at the superior vena cava. There were no patient consequences as a result of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.